Event description:
Pt was implanted with cslp small stature plate construct at c4-c5 on an unk date over ten yrs ago. Pt was returned to the operating room on (B)(6) 2012 for revision due to an adjacent level disc disease at c5-c6. The incorrect removal set and screwdrivers were brought into the procedure and used on the first attempt to remove the screws. The first two screws were able to be removed with no problem. The third and fourth screw, however, were stripped. The correct drivers were located and the third screw was removed. The fourth screw could not be removed with the driver and had to be burred/cut out of the plate. Procedure was prolonged approximately 90 minutes. Pt was then revised to a two level plate from c4-c6. This is 1 of 5 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.